Manufacturer narrative:
(B)(4). Insulin pump passed the self test, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, pump error alarm was found in the formatted history file due to arm watchdog failure. Problem isolated to the electronic assembly.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer was able to successfully clear the alarm and able to complete rewind. The customer stated that the insulin pump was over-delivering and the pump was still giving out insulin after disconnect. The customer stated that after they filled the tubing and not yet connected the insulin kept dripping out from the tubing. The self-test, high-pressure test and displacement verification test passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.